Event description:
It was reported that during a colon resection procedure, the first device made a partial cut and the second device did not cut at all. No additional information is available. Additional information received on 5/12/2010: case was prolonged by 15 minutes and no patient consequences. No additional information was available.

Manufacturer narrative:
(B)(4). Two devices were received in good visual conditions and with cartridge reloads loaded in the devices. The reloads were received void of staples, with the washers completely cut, with the drivers exposed and with the knife recess below the cartridge decks. The devices were tested for functionality with an engineering sample reload and the devices fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the reload lockouts were functional. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.